Event description:
It was reported that a half day infusor had a leak coming from the reservoir. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was manufactured march 20, 2013- march 22, 2013. The device was received for evaluation. Visual inspection revealed fluid inside the housing. A functional leak test was performed and a leak was observed from the welded area of the volume indicator port within the housing. The reported condition was verified. The cause of the condition could not be determined. A CAPA has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.